Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 6 weeks post-implant, the patient's system was explanted due to infection. A new system was implanted about two weeks later. No further patient complications have been reported as a result of this event.